Event description:
As per aesculap ag: during a procedure at hospital in another country, the tip of the magazine broke off and fell in-situ. The surgery was extended about 1 hr, but the broken tip could not be found. The case was reported to our authority (EU).

Manufacturer narrative:
The item was reported and returned to company for analysis.